Event description:
It was reported that at 166,058 joules, while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact encountered during the procedure, limiting the performance of the fiber.